Event description:
It was reported that during implant, the rv setscrew would not function. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported set screw anomaly was confirmed in the laboratory. Upon receipt, the rv df-1 septum was found missing. The rv is-1 set screw was found to be anomalous, the cavity having been partially stripped. The operation of both set screws was normal when the screwdriver was fully inserted. The cause of the screw damage was not determined.